Manufacturer narrative:
(B) (4)

Event description:
It was reported that the low battery message displayed. The patient has a history of requiring device replacements every 12 months. The healthcare provider confirmed that the pt's device will be replaced if approved.